Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump¿s bolus calculation feature was recommending incorrect bolus amounts. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of warnings or alarms. During investigation, the pump powered on the verify screen with no alarms or warnings. The pump was exercised for 24 hours and no errors, warnings or alarms occurred. An ezcarb and ezbg bolus using user settings was manually calculated; the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly during testing. The complaint of a history setting issue was not able to be duplicated or confirmed during investigation.